Event description:
During initial manufacturing testing the device did not sound an audible alarm tone while on the low volume setting. Note: the device was received from the customer with a report of being "defective."